Event description:
It was reported that devices were used during a cholecystectomy. The devices failed. Another device was used to complete the case. There was no consequence to the patient. Information obtained during analysis on 05/04/2001 changed decision from not reportable to malfunction.